Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample and one (1) physical sample were provided for evaluation by our quality team. Through examination of the sample, the syringe had a broken tip and plunger movement difficulties could be identified. Although the syringe presented functionality issues with movement, an exact cause for this issue could not be identified. The syringe appeared to meet the product standards/specifications; however, the medication used, method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all syringes and automatically rejects any damaged components identified. Although the exact cause for the tip breakage could not be confirmed, the tip most likely became damaged due to a blockage in the barrel feeding process which went undetected by the assembly machine. Due to the damage, the tip broke during use of the product. As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information I was told by the nurses that several times they have had the nozzle of the 20cc syringe breaks off when they inject the medication through the syringe tip of the IV line. The injection is also very stiff. It has happened 3 times already. I have 1 example syringe in my office on the f2. This is a prepared ceftriaxone syringe. Print date: 20-08-23 at 15:54 action taken: mailed to pharmacy and reported to purchasing response pharmacy sjoerd de hoogd: we buy a lot ourselves but not the packaging that is used on the wards used for the preparation of antibiotics, among other things. This is made in the sterile room of the e3 where the central warehouse replenishes 20 ml syringes. Consequences: difficult or impossible to inject medication via infusion line if necessary, infusion line must be replaced if part of syringe is left behind.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was difficult to move during the ceftriaxone injection, and the tip broke off as a result. These events reportedly occurred twice, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch: "I was told by the nurses that several times they have had the nozzle of the 20cc syringe breaks off when they inject the medication through the syringe tip of the IV line. The injection is also very stiff. It has happened 3 times already. I have 1 example syringe in my office on the f2. This is a prepared ceftriaxone syringe. Print date: 20-08-23 at 15:54. Action taken: mailed to pharmacy and reported to purchasing. Response pharmacy... We buy a lot ourselves but not the packaging that is used on the wards used for the preparation of antibiotics, among other things. This is made in the sterile room of the e3 where the central warehouse replenishes 20 ml syringes. Consequences: difficult or impossible to inject medication via infusion line. If necessary, infusion line must be replaced if part of syringe is left behind."